Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest in addition to the mechanisms listed above, patient factors (cardiac remodeling) may have contributed to the worsening pvl and subsequent re-dilation and valve in valve procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, 2 years post implant of a 23mm sapien 3 valve in the aortic position, the patient presented with symptoms. Worsening paravalvular leak (pvl) with 2 area of pvl was observed. The valve was re-dilated with a 22mm non-edwards balloon and then with a 23mm non-edwards balloon. Mild pvl was still present. A 23mm sapien 3 ultra valve was then implanted in the pre-exiting sapien 3 valve. The pvl was reduced to trace. The procedure was completed, and the patient was transferred in stable condition. At the time of the report, the patient was doing well. Both valves remain implanted in the patient.